Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter. A rupture was found in the middle of the latex of the balloon. The latex edges did not seem to match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation task was initiated to assess any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during a right and left heart catheterization procedure, the swan-ganz catheter balloon detached while inside the patient and was unable to be retrieved. No retrieval attempts were made and no testing was performed to confirm if any material was retained in the patient. The physician requested a ¿bench mark test¿, which was performed at the facility using a catheter from the same lot number, and no issues or balloon detachment occurred. There was no patient injury or complications.